Event description:
It was reported that the pt was admitted to hosp in 1995 with a one-year history of renal artery stenosis and severe hypertension. The following month they underwent aortorenal bypass surgery and repair of a 5cm abdominal aortic aneurysm. 2-0 absorbable suture was used on the aorta venograft of the aneurysm sac. The surgery lasted 5 hours and 31 minutes with an estimated blood loss of 3,000 cc. They had to return to surgery later that evening for post-operative bleeding, hypotension and fluid resuscitation. During that surgery, a necrotic/gangrenous gallbladder was discovered and a cholecystectomy was also performed. The asa score of that surgery was 5/e, the procedure lasted 4 hours and 20 minutes and there was an estimated 2,000 cc blood loss. Possible bile staining was noted in the surgical wound. They showed little improvement over the following two days and again had to return to surgery 2 days later for exploration and surgical revision due to compartment syndrome. The pressure was released and the abdomen was left open, secured with a gortex graft and covered with sterile dressings. Post-operatively they began to show signs of decreased renal function and were therfore started on hemodialysis. The pt then had a long protracted course, grew yeast in their abdominal wound and was followed/treated by infectious diseaes. Nine days later they returned to surgery for wound closure. Post-operatively their renal function function did not improve. They received aggressive intensive care, parenteral nutrition and IV antibiotics. They were gradually weaned off ventilation however continued to display evidence of systemic infection [although blood cutlures were alwasys negative] and the following month deteriorated to the point where the family decided to change pt to a no code status and withdraw hemodialysis. The pt expired 2 days later.